Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that the electrical outlet on the expiratory limb of an rt200 adult dual-heated breathing circuit was deformed. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The rt200 breathing circuit is en route to fisher & paykel healthcare. We will provide a follow up report once we have received the device and carried out an investigation.